Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: visually, there were no signs of biological contamination. There were no traces of tool marks, scratches, or striations. The inner blade was rotating smoothly by hand. When pulled out from outer blade for further observation, the inner blade was bent. Functionally, device was inserted into handpiece securely and ran at 3, 000 rpm in oscillating direction and resulted in excessive shaking of the blade. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the doctor installed the blade into the handpiece for testing, found the blade had obvious shake. The doctor tried to reinstall the blade but still had obvious shake. Finally, the doctor changed a new blade and the new blade could function normally. There was no patient involved.